Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and low blood glucose on (B)(6) 2021 and got into emergency room. Customer¿s blood glucose level was 10 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 400 mg/dl. Customer was unconscious at home. Customer was treated with intravenous insulin drip and lot of fluids. Customer had been using insulin pump system within 48 hours of reported event. .customer stated that not delivering the insulin correctly and not been using this machine for 2 weeks he felt like the pump was not working with the delivery flow due to low and high blood glucose. Customer was declined with troubleshooting. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.